Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate the cylinders due to fluid loss. A surgical procedure was performed, during which a hole was found in the cylinder tubing, identified as the source of the fluid loss. As a result, the ipp was removed and replaced with a malleable device. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.